Event description:
It is reported that 2 packages of screwhole plugs would not fit into the shell. A new shell was opened and the 1st package of plugs locked without problem.

Manufacturer narrative:
This report will be amended when our investigation is complete.